Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(6) - surgical intervention. Device code: (B)(4) - hernia recurrence occured. It was reported that patient underwent removal of mesh on (B)(6) 2017 by dr. (B)(6) at (B)(6) due to recurrent hernia.

Manufacturer narrative:
Date sent to FDA: 9/25/2018 (B)(4) additional narrative: it was reported that following insertion the patient experienced loss of abdominal wall domain.

Manufacturer narrative:
Date sent to FDA: 01/31/2019. Additional narrative: it was reported that following the procedure the patient experienced pain, infections, adhesions, obstructions, mesh migration, chronic diarrhea, constant discomfort, bloating, weakness in the midsection in the body, tissue and organ perforation and indigestion issues. Corrected narrative: it was reported that the patient underwent a hernia repair on (B)(6) 2016 and mesh was implanted.

Manufacturer narrative:
Date sent to FDA: 6/26/2019.

Manufacturer narrative:
Date sent to FDA: 08/27/2020.

Manufacturer narrative:
Date sent to FDA: 08/31/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.